Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to remove the cartridge and administer a bolus, which was completed successfully. They were able to reload the original cartridge and resume insulin therapy, resolving the issue.